Event description:
The deceased had a history of seizure disorder-grand mal and reportedly had a nerve stimulator placed since 2003 and replaced 2005. Prior to her death, she had complained of the stimulator "moving out of place" and "giving shocks." The stimulator was last tested feb 2006 and was reportedly "fine." She was found collapsed at home. Autopsy offered a nerve stimulator attached to a nerve in the upper chest with no other significant findings.